Event description:
The customer initially called to report she was experiencing low blood glucose levels after changing the infusion set just a couple of hours prior. The customer was then taken to the hospital for treatment of the low blood glucose levels. Troubleshooting revealed that the customer had changed the reservoir, but she never disconnected from her body.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.